Event description:
It was reported that 3 weeks after placing for parenteral nutrition, a leak appeared at the site of the 'scar tunnelisation'. The device was removed in 2007.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.